Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tw power supply was not delivering energy; it had no power output. The defective power supply was swapped out with their back-up unit and the back-up unit worked fine. There were no patient effects and the case was completed with the back-up unit. The event date is unknown. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).